Event description:
Customer reported a malfunction alert labeled as malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer planned to use manual daily injections (mdi) as backup therapy, and arrangements were made to replace the pump. Customer was instructed by technical support on how to put the pump into storage mode and was asked to return the faulty pump using a pre-paid label within 10 days.